Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional later reported "hole in radius (edge)" and "hole on valve side." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported, right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, two openings assessed, as surgical damage. And delamination on the plug strap assessed, as cohesive failure.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2 aware date should have been listed as 20may2024. Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.